Event description:
Pedicle screw rod reducer tower's sub component, a retainer pin is missing upon receiving at the facility. No information was provided about the instrument breaking, no complaint from the field. Two follow-ups were carried out (08/16/2021 & 11/10/2022) for additional information. No harm or injury was reported in the patient. Case was completed. Cause is indeterminate.